Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure, an attempt was made to use two onyx frontier coronary drug eluting stents to treat a moderately calcified lesion with 80% stenosis located in the proximal circumflex artery. Both devices were inspected prior to use with no issues noted. Negative prep was performed on the devices with no issues noted. The lesion was predilated. The devices did not pass through a previously deployed stent. Excessive force was not used during delivery. It was reported that the onyx frontier (lot 0012293868) failed to cross the lesion and the stent deformed in vivo during positioning/advancement. After the stent failed to cross the lesion strut deformation was noted once the device was removed from the body. Following the failure to cross of the first onyx frontier stent, the lesion was predilated for a second time. It was reported that a burst or a leak occurred on the onyx frontier (lot 0012316253) during negative prep and prior to insertion into the patient. It was stated that the stent was inserted into the patient and failed to cross the lesion, the device was then removed from body and blood return was noted at time of removal. Inflation of the device was not attempted in the patient. The procedure was completed using another onyx frontier 2.5x30mm stent. The patient is alive with no injury.

Manufacturer narrative:
Additional information: it was stated that the stent was inserted into the patient and failed to cross the lesion, the device was then removed from body and blood return on the tube was noted at time of removal. Upon visual examination, there was no evidence of a burst or a pin hold on the balloon of the device. The procedure was successfully completed using another onyx frontier 2.5x30mm stent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis summary: the device returned with stent still present on the balloon. Kinks were evident to the hypotube. Blood was visible inside the balloon. No deformation or evidence of expansion was evident to the stent. The balloon passed negative prep. On pressurization of the device liquid was observed exiting the distal tip, suggesting a leak on the inner member. The balloon could not be inflated. No other deformation evident to the remainder of the device. Additional information: it was later detailed that the lot number 0012316253 was the lot number that failed to cross the lesion and the stent deformed in vivo during positioning/advancement and the lot number 0012293868 was the lot number where the burst or a leak occurred during negative prep and prior to insertion into the patient. The patient is alive with no injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.